Event description:
Our rep is reporting to us that during an arthroscopic acl repair, the surgeon noted that there were metal shavings emanating from the femoral aimer and falling into the joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. This happened in 5 other cases; same instrument, same results and outcome, between (B)(6), 2010. See associated mdrs 1221934-2010-00310, 1221934-2010-00312, 1221934-2010-00313 and 1221934-2010-00314.

Manufacturer narrative:
The complaint device was received and evaluated. The device was examined visually, both with the naked eye and under power. The distal cannulated area was visualized with the aid of a magnifying glass; no evidence of metal displacement was observed. To further view the complaint area, high magnification was employed, and again, no damage or anomalies were observed. We count not find any damage, grooves, markings or abrasions that would indicated that metal in the form of shavings or debris came from the complaint device. We cannot conclude or discern as to what may have caused the end user to have had the reported experience. At this point in time no corrective or further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The returned complaint device has been discarded.